Manufacturer narrative:
The long tubing was returned to the manufacturer for analysis. Analysis found that the tubing had no apparent damage. The tubing was placed under water with one end closed. No leaks were reveal when air was run through each tube. No problem was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, the saline was not pulling out of the bag. It would do the initial fast run and pull some fluid into the chamber, but after that, fluid barely dropped out of the bag. The site spent about ten minutes adjusting the teeth on the pump, swapping the short tubing and swapping the saline bag in case any of those components had a leak. The site made a closed loop just using the short tubing set and saline flowed from the drip bag to the collection bag normally indicating a possible problem with the longer set of tubing. After verifying the connection to the catheter was fine, the long tubing set was swapped and had normal flow. The total delay to the procedure was about thirty minutes. The procedure was completed and there was no reported impact to patient outcome. The tubing set was inspected after the case and some possible scratches were noted in a few sections. The site had a unique waveguide that snaked through a u-shaped pipe in the ceiling and it was possible that this time it rubbed against something causing a small leak that affected the suction system.